Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. Functional analysis revealed the device did perform as designed per the test procedure specification, withdrawing 30ml of fluid in the 1minute time frame. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that a loss of aspiration occurred. A 2.4mm jetstream catheter was selected for a procedure in the superficial femoral artery (sfa). After a couple minutes of usage inside the patient, the catheter stopped aspiration. Fluid was no longer observed through the waste tubing. There was no error message or visible defects noted on the catheter. The procedure was completed with a different device. There were no patient complications.

Event description:
It was reported that a loss of aspiration occurred. A 2.4mm jetstream catheter was selected for a procedure in the superficial femoral artery (sfa). After a couple minutes of usage inside the patient, the catheter stopped aspiration. Fluid was no longer observed through the waste tubing. There was no error message or visible defects noted on the catheter. The procedure was completed with a different device. There were no patient complications.